Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy procedure, the clips were jammed on the instrument jaws. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the presence of clips in the tube of the instrument. The clip counter was no longer active. The instrument handle was non-functional. The instrument was unable to be cycled as the handle was not connected to the internal linkage. The instrument was dismantled for visualization internal components. The linkage was reattached. The instrument was reassembled, and the remaining clips were applied to test media with proper clip formation. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the linkage condition may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The root cause of the observed damage was misuse of the product which is a secondary condition that had no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.